Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room due to syncope and a fall. Interrogation revealed that the device detected high out-of-range right ventricular (rv) lead (model 7732, serial (B)(4)) impedance measurements and high threshold measurements. The device however did not safety switch from bipolar to unipolar. The physician suspected subclavian crush and the rv lead (model 7732, serial (B)(4)) was surgically abandoned and replaced. Three months later the patient again presented to the emergency room due to syncope and a fall. This time the patient fractured their spine at the c4/c5 region. Interrogation revealed high out-of-range rv lead (model 7732, serial (B)(4)) impedance measurements and high threshold measurements. The device again did not safety switch from bipolar to unipolar. The device was explanted and the entire lead system was surgically abandoned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room due to syncope and a fall. Interrogation revealed that the device detected high out-of-range right ventricular (rv) lead (model 7732, serial (B)(4)) impedance measurements and high threshold measurements. The device however did not safety switch from bipolar to unipolar. The physician suspected subclavian crush and the rv lead (model 7732, serial (B)(4)) was surgically abandoned and replaced. Three months later the patient again presented to the emergency room due to syncope and a fall. This time the patient fractured their spine at the c4/c5 region. Interrogation revealed high out-of-range rv lead (model 7732, serial (B)(4)) impedance measurements and high threshold measurements. The device again did not safety switch from bipolar to unipolar. The device was explanted and the entire lead system was surgically abandoned.